Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in a retracted position. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Microscopic lead body inspections noted a cut to the lead body approximately 21 centimeters from is-1 end; this was likely induce d during explant. The outer insulation integrity was not tested, due to the damage to the lead body. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that, at implant, this right ventricular (rv) lead pace impedance measured around 1100 ohms and captured at 0.7volts (v) at 0.4 milliseconds (ms). The following day, pace impedance measured greater than 3000 ohms and there was no capture in unipolar configuration and capture at 3.4v at 2ms, in bipolar configuration. The patient did report that someone had moved him around in the morning, while the patient was in bed. An x-ray was taken and the rv lead appeared to be in place in the header and in the heart. The lead was subsequently explanted and replaced. The cause for the clinical observations remains unknown. No additional adverse patient effects were reported.